Event description:
It was reported that during testing at the user facility the remb electric wiredriver continued to run once the switch was released. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was duplicated. During the visual examination, the technician confirmed there was third party work on the motor and the rotor.